Event description:
Autoimmune disease; had mentor saline breast implants with fill valve in 2003. Came down with (B)(6) 3 months later. Horrific ringing in the ears, within the year, diagnosed with scleroderma. Since then, I've had 3 recurrences of (B)(6), had rashes on arms and legs that resembled severe burns, severe fatigue, dry eyes and vision problems, vertigo so bad, I ended up in the hospital, brain fog, chest pain and shortness of breath, pain when wearing an underwire bra, (fill valve?) All over severe itchiness, nerve and joint pain, numbness in extremities, urinary incontinence, g.I. Issues, coughing and sneezing fits, repeated sinus infections, liver numbers elevated. FDA safety report ID# (B)(4).